Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to a fractured acetabular liner. The acetabular cup, liner and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to a fractured acetabular liner. The liner and modular head were removed and replaced. Additional information received in operative report noted that during the revision procedure on (B)(6) 2015, a piece of the liner was found between the ball and remaining acetabular socket and that the cup was well-fixed with bone ingrowth.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the returned device confirmed the fracture as stated in the complaint description. It appears that the implant was sectioned post-explantation and prior to arrival at zimmer biomet. There are signs of impingement wear on the high wall side of the implant. This likely caused the fracture. The cause of the impingement and wear cannot be determined.